Event description:
On (B)(6) 2022, the legal team updated ps that the lot associated with this event was found through discovery and is sp100563-061. As reported in the initial: patient representative reported pa female patient had strattice, (B)(6), implanted on (B)(6) 2018 for a ventral hernia repair. Strattice was explanted on (B)(6) 2019 due to bulging. Lot number remains unknown.

Manufacturer narrative:
Internal investigation into strattice lot sp100563 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of (B)(6) 2022, of the (B)(4) devices released to finished goods for lot sp100563, (B)(4) have been distributed with (B)(4) reported as implanted. Based on our internal review with no remarkable findings, a relationship between the strattice and this event could not be determined. No further actions are required as a nonconformance could not be confirmed.

Manufacturer narrative:
The device was not returned for evaluation and the lot number remains unknown; therefore, internal investigation into the event could not be performed. Based on the reported information, a relationship between the event and strattice cannot be confirmed. If additional information is reported, a follow up adverse event report will be submitted. No further actions are required as a nonconformance could not be confirmed.

Event description:
Patient representative reported pa female patient had strattice, 1016002, implanted on (B)(6) 2018 for a ventral hernia repair. Strattice was explanted on (B)(6) 2019 due to bulging. Lot number remains unknown.